Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n160001, implanted: (B)(6) 2008, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient experienced baclofen overdose due to a priming bolus programming error. A dye study was done on the catheter prior to scheduling the patient for a pump replacement surgery. Following the dye study, and incorrect priming bolus was programmed. The physician described giving a 3000 mcg bolus over an hour. By the time the patient returned home, the patient was feeling weak and light-headed, so the patient was taken to the closest ER (emergency room). The patient had additional symptoms of an altered mental status, sleepiness, and an eventual need for artificial ventilation. The ER physician turned the pump down to minimum rate. The patient was admitted to the hospital. The patient required intubation/ventilation and was in the ICU (intensive care unit). The next day on (B)(6) 2013, the ICU physician turned the pump back up to the original settings of flex dosing 525 mcg/day. The patient remained orally intubated to maintain oxygenation. The patient status was reported as ¿alive-with injury.¿ it was determined by the pump managing physician that there was an incorrect priming bolus that was delivered. The pump was delivering lioresal (2000 mcg/ml). It was later reported that the intended bolus was 0.157ml of 2000 mcg/ml lioresal. It was later reported that the patient was doing well following the event and had returned home from the hospital without any additional complications.